Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a revision of their ins on the (B)(6) after they had their latest ins and they needed assistance in getting a medtronic ID card. Patient stated that 3 months after the ins was put in, the "battery" was coming out of the pocket and lifted to the surface from the way the hcp "operated" it where they could feel it and there was pain. Patient added that 2 months after, they couldn't handle the pain anymore, so they went to their hcp probably in (B)(6) and was given something for the pain, but they couldn't breathe right. Patient also mentioned that when they had their revision, they were told that the same ins will be used and that they will just "cut" a bigger "pocket" and put the ins back in. Agent documented the necessary information and transferred the patient to prs for assistance with their medtronic ID card request.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.